Event description:
Doctor implanted four l-shaped 2.0 plates in a patient 3 months ago in the anterior portion of the maxilla. Patient returned to doctor's office last week and said they heard a popping sound and felt the maxilla was mobile. Doctor performed unscheduled procedure last wednesday on the patient and found 2 of the plates had broken. Plates were removed and replacement plates were implanted. 9610905-2005-00011.